Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon complained that the reamers are dull and need to be replaced. There was no surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned for analysis. Examination of the returned device can confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.